Event description:
In april 2006, the lay reporter, the lay patient's mother, contaced lifescan (lfs) alleging that the patient's one touch ultra meter was displaying the error 4 message. The medical affairs specialist (mas) spoke with the mother three days later, to obtain/verify the following information: the patient takes insulin 4 times per day and adjusts his standard dose per a sliding scale for elevated or low meter results. The mother did not know the insulin type or specific dosage regimen that the pt follows. In 2006, the pt obtained an am result on the reported meter; however, the mother did not know the result obtained. He took his usual insulin and meals. The mother did not know if the pt tested again after the am test. Around 6:00 pm, the pt felt lightheaded and like "he had low blood sugar". He drank orange juice and ate some food. After eating, he attempted to test with the reported meter and obtained an error 4 message. The mother took the pt to the ER where a result of 125 mg/dl was obtained on the ER device. The pt received no treatment in the ER. When he returned home, the pt attempted to test with the meter and obtained an error 4 message. The customer service agent (csa) was unable to complete troubleshooting with the product because the mother did not have the meter with her when she contacted lfs. The mother also did not have the reported meter with her when the mas spoke with her. The mother said, the pt's physician gave him another meter to test with until the replacement meter arrived from lfs. The meter, test strips, and control solution were replaced. The pt experienced symptoms of hypoglycemia and after self treating his symptoms, the pt obtained the error 4 message on the meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.